Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient had to bypass drain 0 due to not draining. Once the patient was in fill 1, they still would not fill. The patient reported receiving an air detected in cassette alarm. The patient was able to clear the message and started to fill slowly. It took the patient fifteen minutes to get to 120 milliliters. The patient¿s contact then called their pd nurse who advised the patient to be taken off the cycler. When the patient contact removed the cassette from the cassette door, water poured onto the floor. Once the fluid was cleaned up, the patient contact called technical services. Fluid was discovered on the pump module area and on the external of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler to allow it to dry out before the next night¿s treatment. Upon follow up, the pdrn stated there was no patient serious injury or medical intervention required as a result of this event. Noted that the patient did not complete treatment. The patient is continuing peritoneal dialysis therapy with no further issues. It is unknown if the cycler set used by the patient was available for return for physical evaluation by the manufacturer.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient had to bypass drain 0 due to not draining. Once the patient was in fill 1, they still would not fill. The patient reported receiving an air detected in cassette alarm. The patient was able to clear the message and started to fill slowly. It took the patient fifteen minutes to get to 120 milliliters. The patient¿s contact then called their pd nurse who advised the patient to be taken off the cycler. When the patient contact removed the cassette from the cassette door, water poured onto the floor. Once the fluid was cleaned up, the patient contact called technical services. Fluid was discovered on the pump module area and on the external of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler to allow it to dry out before the next night¿s treatment. Upon follow up, the pdrn stated there was no patient serious injury or medical intervention required as a result of this event. Noted that the patient did not complete treatment. The patient is continuing peritoneal dialysis therapy with no further issues. It is unknown if the cycler set used by the patient was available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.